Event description:
It was reported that during a minimally invasive chevron akin (mica) surgery the screw driver broke while inserting screw. They removed every piece of damaged instrument. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed. One unpacked driver ar-8741-40 with batch 1392312 was received for evaluation (see evaluation pictures 1 and 2). Visual evaluation of the received instrument showed a broken tip at the driver hex (see evaluation pictures 3, 4 and 5). The broken fragments have not been received with the device. The most likely cause(s) of this type of event include continually applying torque after the screw is fully seated, torquing when the implant is not properly aligned, and/or not fully seating the driver into the screw during tightening.